Manufacturer narrative:
Brand name: unknown, as product serial number of the device was not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable as to date the lens remains implanted PMA: unknown as model number is unknown. (B)(4). Device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The johnson and johnson (j&j) representative was informed by the surgeon that the platinum injectors are making marks on the back edge of lenses where the plunger engages the lens when they are implanted. The j&j representative examined the plungers with a magnification and did not see any burrs that would explain the reported issue. There were no injuries or expected impact to patients as the marks claimed were only on the edge of the lens. Reportedly, nothing was done with lenses after they were implanted and no reports of visual complaints were received. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.